Event description:
Patient was diagnosed with alcl - anaplastic large cell lymphoma - around her right saline breast implant. The implants were originally placed in 1998. The implants have been removed and she has been treated for her lymphoma.